Event description:
A device report from synthes gmbh indicated a hospital in netherlands reported: patient was implanted with sternal locking plates on an unknown date. Patient complained of pain on his sternum. Patient was returned to the or on (B)(6) 2012 for removal of hardware. During the removal of the plates, it was reported that the plates appeared to be broken at the interlocking part. There was no sight of plate fracture on the x-rays taken on an unknown date. Patients bone did heal. This is #2 of 2 reports for the same event.

Manufacturer narrative:
Device used for treatment not diagnosis. Added lot number. Added operator of device. Device manufacture date found to be may 4, 2010. A review of the device history record revealed no complaint related anomalies. Investigation coordinated by synthes europe. Report received indicates the examination of the raw material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard iso 5832-2. Unfortunately the information given did not provide sufficient evidence for an exact determination of the failure reason. Nevertheless, a manufacturing related condition can be excluded.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.